Event description:
It was reported that the patient experienced a coronary spasm and hypotension. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. Prior to switching to the farawave catheter the patient was administered nitroglycerin. When ablating with the farawave at the end of the procedure the patient suffered a coronary spasm with hypotension and was administered more nitroglycerin. No additional medical intervention was performed and the patient's blood pressure returned to normal. It was believed by the physician that the complications occurred because they did not wait long enough between administering the nitroglycerin before beginning ablation. The patient was kept overnight for monitoring. The current condition of the patient is not known. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.